Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service. As new information would become available, this report will be further evaluated and updated. The investigation is considered still open at this time.

Event description:
Additional information indicates that this patient was evaluated in the clinic and the shock impedance measurement was 123 ohms. The physician has ordered that the patient continues to be monitored at this time.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead in association with the implantable cardioverter defibrillator (ICD) was determined to have intermittent out-of-range shock impedance, occasionally exceeding 125 ohms shock impedance. At implant, this lead was at 80 ohms shock impedance. All other measurements were within normal limits. The source of the intermittent rise in impedance was not known at the time of this initial report. Troubleshooting was to be done. There were no observed adverse patient effects associated with this clinical observation.